Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was not holding a charge and was taking longer to be charged. It was also reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.